Event description:
A 28mm diameter x 16mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm and bilateral common iliac artery aneurysms in 2002. Aneurysm diameter was 5.5cm. Vessel morphology was reported to be severely tortuous and stenotic. The pt has a history of coronary artery disease, previous myocardial infarction, cardiomyopathy with an ejection fraction of approx 30%, renal insufficiency with a preoperative serum creatinine level of 2.8 mg/dl, and respiratory insufficiency. It was reported that the pt was a poor candidate for open surgical repair. The patient was taken to the operating room and prepped and draped in the usual sterile fashion. The common femoral arteries were isolated. Angiography was performed to locate the renal arteries. Angiography demonstrated an irregular proximal aneurysm neck with irregular tortuous iliac arteries bilaterally. The physician unsuccessfully attempted to insert the bifurcated device three times through the right side, but the device could not be inserted; therefore, the bifurcated device was inserted into the left side. Tortuosity and calcification prevented placement of the device on the left side; therefore, a 22 french sheath was used. The bifurcated device was advanced into the aorta and deployed approximately 7 mm below the renal arteries. Attempts were made to cannulate the contralateral gate from the right side, but they were unsuccessful; therefore, an "up and over" technique was used to direct a catheter out through the contralateral sheath. The contralateral limb was inserted through an 18 french sheath into the bifurcated device and deployed. The system was extended into the external iliac arteries bilaterally with two 16 mm diameter x 8.5 cm length iliac limbs. There was some irregularity in the left distal iliac artery; therefore, a 16 mm diameter x 5.5 cm length extender cuff was placed. There was some contrast filling of the sac at the junction between the bifurcated stent graft and the contralateral limb; therefore, the contralateral limb and the proximal aneurysm neck were balloon angioplastied. The distal portion of the stent graft was also balloon angioplastied. Angiography demonstrated some blushing in the sac. The patient became progressively less stable secondary to blood loss and operative time, which required the patient to be converted from spinal to general anesthesia. The incisions on the right were closed. The left groin had dark blood very sluggishly refluxing through the superficial femoral artery and profunda. A thrombectomy was performed down the entire length of the left leg. The patient had some discoloration of the great toes bilaterally, suggestive of a microembolic event, but otherwise the feet appeared viable. The patient was transferred to the surgical intensive care unit on dextran to help with distal circulation. It was reported that plague dislodged into the superior mesenteric artery during the procedure possibly due to the manipulation of multiple devices. It was reported that the patient became distended and was taken back to surgery for an unknown procedure. On the following day, the patient was taken to surgery for a colon resection, and it was reported that there was nothing viable in the abdomen. It was reported that the patient died on the day after surgery. The discharge summary is not available. No autopsy was performed.